Event description:
It was reported that the device was broken during insertion. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
(B)(4): visually confirmed the implant is broken into multiple pieces. Witness marking noted on the right side of implant suggest possible impact or obstruction during implantation. Microscopic examination of the fracture surface reveals a fairly brittle fracture with directional rays from the area of fracture initiation. The witness mark, in addition to the location and nature of the fracture surface suggests impact or obstruction during implantation resulting bend stress overload as the mechanism of failure, resulting in fracture. A review of all documents included in the device history records did not identify any applicable non-conformances to specification or deviations in procedure.